Event description:
Pt alleges he was notified by his physician on 8/27/92 that the plates, screws and bolts had broken and remain in the pt's body causing pain, mental anguish, personal injuries and damage. Claims also include the medical device was defective, unsafe and insufficiently strong to hold the spine in the proper place and were not approved by the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.